Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product code: 03.127.006, synthes lot: 8101327, supplier lot: n/a, released to warehouse: december 07, 2012, manufactured by : bettlach. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received image. The image was reviewed, and the complaint condition can be confirmed. The part has broken into two pieces. The current and manufactured drawings were reviewed as part of this investigation. No design or manufacturing discrepancies were noted. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection were not completed. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent for a procedure. It was noted that the drill guide handle was broken. There was no surgical delay and no fragment generated. The procedure was successfully completed. No patient consequences noted. This complaint involves one (1) device. This report is for one (1) protection sleeve for 2.8mm va drill guide - long. This is report 1 of 1 for (B)(4).